Event description:
Consumer reports that they received the recall letter from the firm. However, it is their belief that the product is not safe. Two years ago, they were having problems with their pump. They sent the first pump back to company in 08/2003. "The second pump had not been in water but it has been giving them high."